Manufacturer narrative:
The customer declined to return the device for failure investigation. Therefore, the root cause for the air-in-line alarms with no visible air could not be identified. This medwatch represents device 3 of 3. Please reference MFR report #s 2016493-2019-00797 and 2016493-2019-00799 for the additional reports.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿patient required blood transfusion three alaris modules and two sets of blood tubings failed to work properly with the "air-in-line" alarm, although there weren't bubbles apparent in the tubing delay of initiating transfusion, but did not negatively impact patient."